Event description:
I have a depuy global advantage shoulder replacement. About 3 years ago, I started experiencing pain, which is progressive. They now want to replace the replacement with a reverse prosthesis because I now have a torn rotator cuff, but depuy does not make an adaptor. Have others had problems with this prosthesis?